Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported ventricular oversensing and small signals that were being sensing and initiating noise reversion on the device were observed. Programming changes were made. Device remains implanted.